Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct h6 code and correct the previously submitted report's b1 and b2 fields. Corrected field: h6 health effect - clinical code from no clinical signs, symptoms or conditions (e2403) to foreign body (e2008). B1 from product problem only to product problem and adverse event. B2 from blank to other serious. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h7, and h9. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
The day after a therapeutic endoscopic retrograde cholangiopancreatography, after the patient woke up they discovered that the distal cover had fallen off the patient. There was no further information on any diagnostic imaging done to confirm device fall out, and no information on any medical intervention done to retrieve the fallen device. There are also no reports of patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information received from customer.